Event description:
It was reported by the affiliate that the (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not feed into the jaw properly. The case was completed with another device and with no pt consequence.